Event description:
Pt scheduled for left total knee replacement. Prior to knee surgery had vena cava filter placed via percutaneous, right, infrarenal approach. Filter legs initially did not completely open, but upon manipulation did open. Clot developed at top of filter requiring anticoagulation and postponement of surgery.